Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker dropped two years in a span of one year. Engineering analysis showed device depleting normally. There was a slightly elevated power draw due to the sensing of persistent atrial fibrillation (af). To date, this device remains in service. No adverse patient effects were reported.